Event description:
A customer reported that erratic glucose (glu) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The affected results were reported to the physician(s). The samples were reprocessed on an alternate dimension vista instrument and the results obtained on the alternate instrument were reported to the physician(s). This MDR is being filed in an abundance of caution as the customer did not provide patient data. There are no known reports of patient intervention or adverse health consequences due to erratic glu results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center to report erratic glucose (glu) results on dimension vista 1500 instrument. The customer replaced the aliquot probe and aligned it without error. Then, the customer replaced sample probe 1 (s1) and it failed alignment at baseplate. The customer cleaned the baseplate touchpoint and again alignment failed. Additionally, s1 probe sequence failed at vertical titration and height in drain. As per siemens instructions, the customer reset cb32. The sequence passed at vertical titration and height in drain after the cb reboot. The auto-alignment for s1 probe and aliquotter check 1 also passed without error. Furthermore, siemens remotely exercised the air knife and ran the check 1, which passed. All other server 1 probe counts were within acceptable limits. Then, siemens remotely ran auto-alignment and check 1 for reagent 1 (r1) and reagent 2 (r2) without error. Later, siemens remotely homed all modules. Next, the customer ran a precision study with 2 samples; one of the samples recovered with abnormal assay errors on 3 of the 10 replicates. The customer service engineer (cse) was dispatched to the customer's site. The cse replaced sample 1 (s1) mixer and ran quick check; s1 flush pump and cleaner pump failed. Then, the cse replaced s1 flush pump and sampler cleaner pump, and quick check passed. Then, the customer recalibrated glu and ran qc, which recovered acceptably. The cause of the erratic glu results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00212 on 04-aug-2022. Additional information (05-aug-2022): siemens further investigated the issue and determined that the glucose results were flagged for result monitor b errors, indicating potential sample missing issues, which was resolved with the replacement of the sample mixer and probe. Siemens concluded that pre-analytical variables and sample specific issues potentially contributed to the erratic glucose results. The instrument is performing according to specifications. No further evaluation of this device is required.